Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was stuck in a continuous loop of the screen scrolling upward. The device was not in patient use due to the display issue. They tried to power cycle the unit and removed the battery, leaving it off for several minutes. However, after powering the unit back on, the screen scroll issue persisted. No patient harm was reported. The bme emailed reporting that they resolved the issue by replacing the touchscreen assembly. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was stuck in a continuous loop of the screen scrolling upward. The device was not in patient use due to the display issue.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was stuck in a continuous loop of the screen scrolling upward. The device was not in patient use due to the display issue. They tried to power cycle the unit and removed the battery, leaving it off for several minutes. However, after powering the unit back on, the screen scroll issue persisted. No patient harm was reported. The bme emailed reporting that they resolved the issue by replacing the touchscreen assembly. Investigation summary: based on the available information, the root cause of the reported issue is due to touchscreen failure. There was no patient involvement, no injury, no harm, nor any adverse event, due to the reported issue. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was stuck in a continuous loop of the screen scrolling upward. The device was not in patient use due to the display issue.